Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was pushed in the pool and the screen was unreadable. The customer was admitted in the emergency room with high blood glucose of 299 mg/dl. It was stated that the customer's insulin pump was damaged and he was trying to get a back up plan when he arrived to the hospital. No further info was provided.